Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. No physical damage or any other damaged was found on speaker. A review of the event history log identified primary audible alarm background test. Functional testing was performed using the occlusion test. Testing was unable to duplicate the reported problem. The root cause of the reported issue could not be determined. Replaced right plunger case, replaced left plunger case (broken insert), replaced battery door, replaced the barrel clamp guide, barrel clamp rod, and tapered spring for preventative. Performed occlusion test and all functional tests which passed. This MDR was generated under protocol (B)(4).

Event description:
It was reported that the pump exhibited a primary audible alarm background test. No patient injury was reported.